Event description:
It was reported that the pt experienced a loss of therapeutic effect and a return of symptoms about three weeks prior. She attempted to increase the amplitude on (B)(6) 2010 but still was not feeling any stimulation. Pt did increase stimulation all the way to 6.0 v and still reported no stimulation. Pt then decreased the amplitude to a lower setting. Pt reported her lead broke again 3 weeks ago, she said she's been very careful to not do anything strenuous. There was no known incident or accident related to this report. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report # 3004209178-2010-02953.

Manufacturer narrative:
(B)(4).